Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated with infection was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. A second surgery was performed to treat the infection and antibiotics were administered. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2017, that a patient with a sign nail implanted to repair a fracture, had presented with an infection. A second surgery was performed and the infection treated. Surgeon comment: "last 4 days he had a painful on his leg with fever and chill leads him to comes to see us. His leg presents an infection with abces nearly drained on 1/3 third upper leg, x ray shoes an infection related to a proximal interlocking nail. We decide to remove the screws (one in proximal and 2 in distal) in wanting to get a dynamization the fracture, and incision and irrigated the infection site and antibiotic IV. We are sorry that we lost the x ray before we do a second surgery... We removed the compression of plateau tibial fracture."